Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion and prime tests. It was stuck in motor error loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. It was unable to perform the excessive no delivery test and occlusion test due to motor error alarms. Device was received with cracked reservoir tube lip, minor scratched display window, cracked belt clip slot and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during prime. The customer stated her blood glucose was high the night before and she treated with manual injection and the next morning she received the motor error alarm. The device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. Blood glucose value was 388 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.